Event description:
The manufacturer received information alleging a ventilator a ventilator was alarming for a high internal oxygen condition. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board will be replaced to address the issue.